Manufacturer narrative:
Device evaluation: the reported pump stops and red heart alarms were confirmed via the submitted system controller log file; however, evaluation of the returned portion of the percutaneous lead did not confirm a percutaneous lead wire compromise. Continuity testing found all wires were electrically intact. Removal of the outer silicone jacket and bionate layer revealed some breakdown of the braided shield adjacent to the metal connector and in the approximate location of the terminus of the bend relief; however, examination of the underlying wires under a microscope did not reveal any areas of compromised wire insulation. The lead was suspended in a saline bath for hipot testing to check for current leakage through the wire insulation and no areas of compromised insulation were identified. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient has not had any further issues, and there will be no further intervention.

Manufacturer narrative:
Approximate age of device: 3 years and 6 months. The patient remains ongoing and continues on lvad support with no further issues reported; however, the replaced portion of the percutaneous lead was returned to the manufacturer for evaluation. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient came to the emergency department after having a red heart alarm. It was reported that the only symptom experienced by the patient was feeling the pump stop/start and hearing a grinding noise. The log file was submitted to the manufacturer for review and contained pump disconnect events, elevated power events, low speed and low flow events, as well as intermittent pump stoppages while tethered on a power module patient cable. The manufacturer¿s technical services team evaluated the patient's driveline and found no broken wires. A percutaneous lead fracture in the bend relief area was suspected based on x-rays. An external percutaneous lead replacement was subsequently performed.